Manufacturer narrative:
On 03/25/2016 07:23 pm (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4)

Event description:
On 03/01/2016 04:12 pm (gmt-5:00) added by (B)(6): the hospital reported that during an endoscopic vein harvesting procedure, (B)(6) kept losing power. A replacement device was used to complete the procedure. The hospital did not report any patient effects. On 03/01/2016 01:07 pm (gmt-5:00) added by (B)(6): hemopro2 kept losing power and they changed generator out and it worked. I'm not sure that this is a complaint. We do not know if it was the cord, adapter or generator. They are reporting it was the generator though.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply kept losing power. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Hemopro2 kept losing power and they changed generator out and it worked. I'm not sure that this is a complaint. We do not know if it was the cord, adapter or generator. They are reporting it was the generator though.